Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her brother¿s onetouch ultra mini meter was showing an unknown error message. The complaint was classified based on the information documented by customer service representative (csr) documentation, information confirmed when medical surveillance specialist reviewed the call, and further information obtained when csr contacted the reporter by telephone. The reporter stated that the meter issue began on (B)(6) 2018. She stated that the patient manages his diabetes with a combination of medication, including humalog insulin and ¿the pen one¿. The reporter stated that the patient tests his blood glucose 3-4 times per day, normally obtaining results of ¿200-500 mg/dl¿. The reporter confirmed when called back, that the patient made no changes to his normal diabetes management, in response to the alleged meter issue. The reporter stated that right after the meter issue started, the patient developed symptoms of ¿lost balance¿. The reporter stated that in response to the symptoms the patient was rushed to hospital. The reporter was unable to confirm the date, the patient attended the hospital or any treatment the patient received. During troubleshooting, the csr noted the reporter was unable to walk through a retest, due to it not being possible to obtain a blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, which required him to be taken to a hospital. There is insufficient information to rule out the contribution of the subject meter to the event.